Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. The downstream occlusion alarm was identified during the alarm log review. A sensor occlusion test found the sensors to be out of specification. The cause of the sensor issue could not be determined. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified a downstream occlusion alarm on a flogard infusion pump. Additional information is not available.